Event description:
It was reported by a pt and doctor that since implanting a strata valve in (B)(6) 2006, there have been several inadvertent level changes. The valve was explanted on (B)(6) 2010. The pt was reported in good condition.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.